Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated, and a definite cause for the reported physical resistance/sticking of the gripper line could not be determined in this incident. However, the reported gripper line break appears to be a result of difficulty removing the gripper line (procedural circumstances). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the difficulty removing the gripper line, and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with gradient pressure of 3 mmhg. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve. During clip deployment while pulling the gripper line, resistance was noted on both ends of the gripper line. Troubleshooting was performed, but was unsuccessful. The cds was then removed over the gripper line. The gripper line was then gently removed successfully; however, it was noted that the gripper line had broken into two pieces. The gripper line was completely removed, and the clip was successfully deployed. Two clips implanted, reducing mr <1. No additional information was provided.